Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a conclusive cause for the reported leak could not be determined. It may be possible that the inflation device was not properly connected to the sidearm; however, without having the device to examine, a conclusive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a 5.0x120mm armada 35 balloon catheter negative pressure was pulled and bubbles were noted, indicating a leak. The balloon catheter was not used and there was no patient involvement. The procedure was successfully completed with another unspecified armada balloon catheter. No additional information was provided.